Manufacturer narrative:
Follow up report - conclusion: according to the available notes, field service engineer (fse) replaced the power supply to address the reported issue. Replaced part was returned to fi lab and tested, and the failure was confirmed. However, the determination could not be made that the device did fail to meet specifications. The root cause has not been determined. This power supply assembly will be sent to megmeet manufacture for further analysis and their findings will be amended to the failure investigations report. The device was not in use on patient when the event occurred. The device is used for treatment and there is a relationship of the device to an adverse event.

Manufacturer narrative:
The megmeet manufacture report analysis was returned. The megmeet manufacture stated cause of failure was ic8 damage due to overvoltage stress causing r108 damage.

Manufacturer narrative:
(B)(6).

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the backup battery was not getting charged by the power supply. There was no patient involvement.